Event description:
After using nuface mini for 8-12 months I developed severe hypothyroidism. My pregnancy blood tests from 2019 show totally normal t3 and t4 levels and after a year of feeling super crappy in 2023-2024 I took another blood panel and showed a rapid decline in my thyroid hormone. I've read that there's been other people with similar issues after using the nuface mini.